Event description:
In (B)(6) 2005, I had a medtronic ICD installed. The lead was recalled 10/2007. In (B)(6) 2010, my device was replaced due to low battery. On (B)(6) 2011, my fractured lead was removed and replaced. The purpose of this filing is to challenge the existing policy of a pt's inability to access their important medical and device info in a timely fashion. This device is able to measure fluid levels which you know is critical info to a chf pt such as myself. This and other info is recorded on a daily basis by medtronic, (I believe) and at my cardiologist. It will send out a "red flag" if me or the device is out of parameters. I believe I have a right to this data each and every day if I so choose. It is no different than a diabetic knowing their blood sugar levels. If fluid levels are elevated, a particular day certain dietary or drug intervention could take place. It makes no sense to have an "inperson" device inquiry and be told my levels were up 3 months ago for a few days. There is no good reason that I can't access this data. Password protection and confidentiality would be simple. This would require no new technology.